Event description:
The customer reported that the system was displaying poor image quality. This event occurred during a procedure. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an on site investigation. The sram battery was replaced. The customer declined to have the rep repair the x-ray tube. The customer plans to replace the sys. No further svc info was provided.